Event description:
Attorney alleges lead "fractured causing (patient) to experience a series of inappropriate and/or excessive shocks or failure to receive therapeutic shocks. The failure of the lead required (patient) to seek emergency medical care resulting in replacement of the defective lead. (Patient) died in 2008." Further alleges as result of lead, patient "suffered extreme physical injury, extreme emotional and psychological distress which included sudden death" and had an increased risk of death or major cardiovascular event." Review of manufacturer's database verified patient death and that the sprint fidelis lead was not implanted at the time of patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary: proximal conductor fractured. Full lead returned and analyzed.